Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in poor condition. Also noted: the enclosure had multiple scratches and nicks as did the front cover, pole clamp discolored, line cord faded, corroded quick connect, water tank cover scratched up, water tank discolored with rust, aux. Outlet has contamination, inside device the bottom of the enclosure is contaminated with rust, float switch is discolored, and the heater is very corroded. Functional testing confirmed the complaint when water started coming off from the corroded heater and pooling on the bottom of the enclosure. The corroded water heater was determined to the cause of the issue. Root cause could not be identified. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced heater, float switch, membrane switch, quick connect, enclosure, water tank cover, chassis, line cord, pole clamp. Aux. Outlet, reflux plug, front cover . Performed preventative maintenance (pm) and calibrated. Device passed functional testing after the completed repairs.

Event description:
Additional information was received confirming there was no patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water is drifting under the reservoir tank. No report of patient involvement.